Event description:
It was reported that the patient walked away from the ilet pump, resulting in a temporary dexcom g7 continuous glucose monitor (cgm) signal loss to the ilet that later reconnected on its own, after which troubleshooting and education were completed and no further assistance was needed. No adverse clinical symptoms reported. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. User support included user troubleshooting and education regarding signal loss and reconnection. Investigation of this case revealed a transient communication interruption between the cgm and the ilet consistent with loss of bluetooth proximity, with device function restored without corrective action. It was concluded, based on previously established findings for similar reports, that the cause was user environment or technique related to distance from the pump leading to temporary signal loss.